Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support instructed the caller to perform several steps, including disconnecting tubing from the site and delivering a 5-unit bolus, to address the occlusion. Despite initial instructions, the occlusion alarm recurred. Reportedly, the occlusion was attributed to a blockage in the cartridge. The customer changed supplies as necessary and resumed insulin therapy.